Event description:
Allegedly the tip of the drill bit broke off in the tibial bone.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed and analysis shows no trends for the item or lot number. Device history record reviewed and indicates the product met specifications when manufactured. Sem/eds analysis of proximal portion of returned drill bit meets material specifications and also suggest the distal end was cut with an instrument. Dimensional inspection confirms the major diameter of shaft meets specifications. The material specification for the drill bit is surgical grade as specified by (B)(4).